Manufacturer narrative:
Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that the cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning, and it contributed to the patient death. Several months prior to the patient death, the patient spouse noted that the patient blood pressure and heart rate was dropping. The physician reduced the patient medication. The patient spouse called the physician to look at the patient information and less than twenty-four hours they were notified that there was an emergency and they needed to operate. There was a block from the atrial to the ventricle. After several months, the patient had some kind of an attack. The patient spouse noted that the patient vitals were good. The patient spouse noted that the patient went to ¿get the weight¿ and loss balance and fell back. The patient spouse tried to get the patient up, but the patient ultimately passed away. At the funeral, the device alarmed. The patient spouse was distraught and noted that they never hear the alarm go off before.